Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had time clock anomaly. The customer stated the insulin pump was losing time. It has displayed april 5th when the actual date was may 7th and has displayed may 10th when the actual date was may 12th. Customer states the gain is greater then 1 minute per week. Customer stated that the gain was greater than 4 minutes per month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device monitored for 3 days. No time or clock anomaly noted during testing. (B)(4).